Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red, itchy, and oozing from the front therapy pad. There was no alleged device malfunction contributing to the irritation. The patients doctor prescribed cortisone cream and the patient applied gold bond powder and a diaper rash cream on the on area after showering. The irritation improved as the patient removed the device at night for 30 minutes to allow area to dry.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red, itchy, and oozing from the front therapy pad. There was no alleged device malfunction contributing to the irritation. The patients doctor prescribed cortisone cream and the patient applied gold bond powder and a diaper rash cream on the on area after showering. The irritation improved as the patient removed the device at night for 30 minutes to allow area to dry. Supplemental report 9/27/2021: submitting report to correct section g4.